Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. A review of the event history log confirmed the reported problem. Functional testing has determined that the defective lock sensor was the root cause and was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 41541 (lege lock defective). There was no reported patient involvement.